Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The device recorded a write to locked ram por (power on reset) on (B) (6) 2010 at 09:03:08.

Event description:
It was reported via carelink that a power on reset had occurred. No patient complicatons were reported as a result of this event and the device remains in use.